Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va1d3rk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported there was ¿a problem with the whole left side¿ and that the ins was shocking the patient. Consumer reported they think it was a problem with both the ins battery and the lead. It was reported that the patient had 4 surgeries on that side in 2017 and that 2 of them ¿they went in and moved.. Made it more like a bigger hole¿ and that they thought the battery might have moved. Consumer reported the surgeries were due to the shocking and that the patient had the ins replaced. No further complications reported/anticipated.

Manufacturer narrative:
The lead lot number was corrected. Continuation of concomitant medical products : product ID 3889-28, lot# va1fpev, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead; the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-03-27, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that on program 1 and 4 they had a pain going down their left and into their toes, and that¿s what was happening on the left side and they had to replace it. The patient reported that they had already had 4 surgeries, the left side was open 4 times, and the right was open twice, so the right side had not been open since april (implant). The patient reported that they had a bunch of issues of getting tingling down their legs since about (B)(6) 2017. The patient also reported that the wires weren't in properly, so they fixed them in (B)(6) 2017. The patient also stated that in (B)(6) 2017, the wire wasn't working properly, and the right side was working properly. No further complications were reported.